Event description:
Information received by medtronic indicated that the insulin pen dose button came off and popped off and dose knob was not slipping. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.4 color: grey battery life remaining: <4 months customer reports: dosing button popped off. Per visual inspection: dose detent, detent insert, button washer and dose button broken off, exposed electronic assembly. Front shell pocket clip broken and dose window missing. No physical damage to cartridge holder was noted. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Paired with commercial app using small dose. Unable to perform functional test due to physical damage. Returned cartridge holder and cap lock in-place. In conclusion: it¿s difficult to dose normally due to broken off dose button due to a broken dose detent adhesive bond. Therefore, the customer complaint of physical damage to dose button is confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.